Manufacturer narrative:
Follow-up #1: date of submission 06/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: call service 064-0001 alarms (occlusion during prime) observed in black box. Rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no alarms occurring. Battery cap unavailable for testing; test cap used for investigation. There was no defect found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.